Event description:
It was reported that after a da vinci si hysterectomy procedure, a foreign body was identified in the patient with an x-ray. On (B)(6) 2013, the site performed a needle count after the patient had already been undocked from the da vinci system and noted that the needle count was off. The site performed an x-ray and identified a foreign body inside the patient. They went back in laparoscopically and retrieved a piece of a tenaculum forceps instrument. According to a photographic image of the instrument that was provided by the site's clinical sales representative, a piece of the tenaculum forceps instrument's cable was detached. No patient harm, adverse outcome or injury was reported. Isi attempted to contact the site for additional information; however, no additional information has been provided as of the date of this report. It is unknown what events led up to the instrument damage and if the patient sustained any post-operative complications.

Manufacturer narrative:
The instrument has been received at intuitive surgical, inc.; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, this complaint is being reported because a piece of the instrument had fallen into the patient and an x-ray was required to locate the piece. The piece was retrieved laparoscopically and the patient reportedly did not sustain any injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. The failure analysis investigations confirmed there was a missing pitch up cable and crimp at the distal clevis hub. The missing broken cable fragment was not returned with the instrument. Other cables at wrist were not damaged. Additional observation observed were various scratch marks on the distal end of the main tube with light material removal. Scratches were 0.032 - 0.123 in length and were not aligned with the main tube axis. Evidence not conclusive, but the main tube damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.